Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided; it is likely that the cut loop piece sucked into the biopsy channel, or it was pulled into the channel and dropped out when retrieving grasping forceps. However, a definitive root cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: cf-xz1200n IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope¿, reprocessing manual ¿chapter 5 reprocessing the endoscope_5.5 manually cleaning the endoscope and accessories.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic colon polypectomy procedure, while cleaning the colonovidioscope(cf-xz1200i) in the sink, a loop from a previously used indwell snare single use ligating device (hx-400u-30) appeared. Two loops were confirmed, the first was found in the biopsy channel at the distal end of the scope, and the second was found in the suction channel. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: cf-xz1200n IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope¿, reprocessing manual ¿chapter 5 reprocessing the endoscope_5.5 manually cleaning the endoscope and accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.